Manufacturer narrative:
The customer did not have any further issues after the service actions. The investigation did not identify a product problem. Thea cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) ran mechanism checks and found the mixing paddle was slightly bent. The fse replaced the mixing paddle and checked the adjustments. The fse adjusted the sample probe at the dispensing cup position. The fse checked sipper nozzle adjustments and cleaned and the adjusted the reagent probe. The fse ran a performance check. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 2 patients tested for elecsys total psa immunoassay on a cobas 6000 e 601 module. For patient 1 the initial total psa result was 6.66 ug/l and was reported outside of the laboratory. The repeat total psa result was 0.168 ug/l. For patient 2 the initial total psa result was 48.48 ug/l and was reported outside of the laboratory. The repeat total psa result was 0.027 ug/l. The customer repeated the samples because the initial results were higher than expected. There was no allegation of an adverse event. The customer stated that prior to the questionable results the total psa result for a patient sample was >5000 ug/l. There were no comparison results provided for the patient sample. The total psa reagent lot number was 00351074.